Event description:
The following was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg endoprosthesis) and gore® excluder® aaa endoprosthesis devices. After all devices were implanted, a distal type I endoleak was observed from a contralateral leg endoprosthesis which was implanted in the right common iliac artery. When a ballooning was performed to a contralateral leg endoprosthesis using a gore® molding & occlusion balloon catheter to resolve this distal type I endoleak, the right common iliac artery was ruptured. Additional contralateral leg endoprosthesis was implanted to reline the implanted contralateral leg endoprosthesis. Then, the obvious rupture was resolved. The delay flow to the ruptured site remained, but the physician decided to monitor it because it would stop using protamine. The physician stated that there was calcification in the right common iliac artery and a type iiib endoleak of the contralateral leg endoprosthesis may have occurred due to ballooning. It was reported that ballooning was performed at a calcified site and was applied with excessive force. It was also possible that the residual flow at the ruptured site may have been due to a distal type I endoleak rather than a type iiib endoleak.

Manufacturer narrative:
H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. The mob instructions for use (IFU) warns against inflating the balloon in areas of significant calcified plaque, as it may result in vessel damage. The IFU also warns against overinflation of the balloon, as it may result in vessel damage. Therefore, the cause of the reported vessel rupture may be attributed to the reasonably foreseeable misuses of ballooning a significantly calcified area and overinflating the balloon. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.